Event description:
During the case while activating on an unknown power level the instrument was smoking with no coagulation. A normal audible tone was heard from the generator. The power level settings weren't changed to see if that fixed the issue. The instrument was replaced and error 5 occurred. The power was cycled on the generator and the case was continue with bi-polar. Case is ongoing right now. No patient consequence up to this point.